Manufacturer narrative:
Joint dislocation occurred with no known causal factors. No fall or trauma reported. No actual, implied, or suspect defect in fx product.

Event description:
Dislocation of shoulder approx. 2 months after initial implantation. No fall or trauma reported. Standard humeral cup 36 mm + 6 swapped with stability humeral cup 36 mm + 3 and spacer + 9 mm.